Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events of capsular contracture and anxiety-product/procedure was received on july 22, 2025, with lot number 3201243. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "intracapsular rupture". Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.